Event description:
Was driving down the road and went completely numb on my right side, almost rear-ended the person in front of me. Went to ER, was having heart palpitations "kinda" in and out of it. Was told when the shined the light in my eyes to check pupil reaction, I had a seizure and went out of it. Was given ativan and it was put off as anxiety and it was not. Was diagnosed with heart failure/thickening of the heart muscle shortly after. FDA safety report ID# (B)(4).